Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, nor wave measurement was possible. The leadless ipg was implanted and remains in use. No patient complications have been reported as a result of this event.